Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring no delivery alarm. No troubleshooting was performed due to customer have no time and will call back to complete troubleshooting. The insulin pump will be expected to return for analysis.